Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. When the adapter was plugged into the gen2 acc program, as soon as the reload 1-wire button was pressed, the 1-wire device ID would become lost. The adapter was disassembled and an open circuit was discovered in the distal electrical assembly. It was noted that the short circuit was on the single use loading unit (sulu) ID switch. Additionally, the logs of the received handle were evaluated and it was noted during the last clinical use of this adapter, there was an error indicative of attaching an adapter to the handle with a reload already attached. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the shorted sulu ID switch cannot be reliably determined. The most likely cause is due to electrolysis on the switch board. A cross functional team has reviewed the risk and rate of occurrence for this failure and has determined that no corrective actions are warranted at t his time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric procedure, the display showed that the reload should be removed despite no reload was on the adapter at that time. Another device was used to complete the case. There was no patient injury.